Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the screwdriver, self-holding extra short to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for more than four years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The tip of the movable blade was found completely broken off. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent the bending, the device is laser-marked with the printing ¿do not lever¿. The appearance of the damage suggests that the breakage of the blade may have occurred during the cleaning and sterilization process, when too high bending forces were applied on the movable blade. A pre-damage in prior surgeries cannot be excluded. It is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. Furthermore a process change was performed. The wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver post-dates the process change. However based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an insufficient handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The driver was found broken during t2 surgery. The device was not used in this surgery.

Event description:
The driver was found broken durning t2 surgery. The device was not used in this surgery.